Event description:
Customer reported " getting a mild shock about 3 to 4 seconds long from their freestyle libre sensor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information- (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated, and no issues were observed on the sensor. No evidence if the electric shock was observed, and therefore an extended investigation has also been performed for the reported complaint. Visual inspection was performed on the returned puck; no external damage was observed. Data was extracted from returned puck using approved software. The puck was found to be in sensor state 5 (indicating normal state). Linearity testing was performed to test the puck¿s readings accuracy and the test passed. No damage was observed during a visual inspection of the internal components of the sensor. The returned puck¿s battery was intact with no damage. Power consumption was performed on the sensor and was observed to be within specification. The puck¿s battery produces a voltage that is insufficient to produce an electric shock. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported " getting a mild shock about 3 to 4 seconds long from their freestyle libre sensor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported " getting a mild shock about 3 to 4 seconds long from their freestyle libre sensor." There was no report of death, serious injury, or mistreatment associated with this event.